Event description:
Customer reportedly received results of 3.4 mmol/l on either compact plus system 1 or on compact plus system 2 and 14.0 mmol/l on either mobile system 1 or on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, clips fell from vessel, will not close correctly. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.